Event description:
It was initially reported the pt was experiencing a loss of therapeutic effect after 30 minutes of the stimulation being on. X-rays were performed. The decision was made that the pt was experiencing accommodation and was asked to change the rate when therapeutic effect was lost. Additional info indicated the pt needed additional coverage in the left leg and hip. The pt had recently had nerve block injections. Following the injections the pt reported a "pins and needles" feeling down the leg and some numbness along the outside of the leg. The pt was reprogrammed. It was reported when the device was last reprogrammed it made the pt's legs jerk causing the pt to fall twice so the device was turned off by the pt. In 2008, the pt was reprogrammed and was able to achieve stimulation in the left hip and left thigh. The pt returned to using the stimulation device.